Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.

Event description:
The device was used for an unspecified procedure. Reportedly, the suture knot came loose on ligation. The surgeon applied another product without pt injury.